Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: device was used for treatment, not diagnosis. Not explanted, originally reported as a re-surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2014, the multilock humeral nailing system was used for three-part proximal humerus fracture, and screws in screws were inserted at proximal region. The patient started his rehabilitation such as light motion of pendulum from a week after of the first surgery. On (B)(6), it was found that the greater tubercle bone fragment was dislocated at upward of proper positioning thoroughly over the transverse nail head. On (B)(6) 2014, the re-surgery was performed. The surgeon sutured the patient¿s the greater tubercle bone fragment together with his rotator cuff and fixed the position with tightening to the suture hole and completed the surgery. The patient showed involuntary movement and muscle stiffness due to parkinson disease. This report is 3 of 8 for (B)(4).